Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "scan again in 60 minutes" message from the adc device and therefore customer was unable to obtain readings. The customer experienced symptoms of vomiting, diarrhea, and was taken to the emergency room. Upon arrival, the customer was found to have a blood glucose of over 600 mg/dl, diagnosed with hyperglycemia, and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.